Event description:
Patient came in with severe aortic stenosis. Had mechanical aortic valve replacement (avr) done and had moved out of cardiovascular recovery (cvr) to cardiovascular surgical unit (cvsu). At about 1500, the father was with patient and patient stopped talking and stared off and would not answer. Rapid response team (rrt) called and the patient was evaluated. His co2 was high; slowly neuro status returned to almost baseline. The patient was transferred to cvr and had echo and heart cath next day showed aortic valve not working correctly. It appeared one leaflet was not opening as it should. The doctor went in and replaced the valve. The patient remained on a ventilator for several days and was extubated the following weekend and returned to cvsu 5 days later. He was able to communicate fairly well but speech was slow as well as comprehension. Transferred to rehab two days later in stable condition.